Manufacturer narrative:
H11: d2a, d2b g5.

Event description:
It was reported that imhs was implanted in 2007 for an intertrochanteric hip fracture. The device recently broke and was removed. A synthes tfn was placed to correct the issue.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The device is fractured into two pieces at the lag screw hole and both pieces were returned. The device is heavily damaged around the fracture site. The device was manufactured in 2006. A medical investigation was conducted and confirms the single x-ray dated (B)(6) 2020, confirms on the reported complaint, and the product evaluation both confirm the device fractured in two pieces at the lag screw hole. However, without the requested relevant clinical information regarding the patient¿s medical history, revision report, activity level or trauma status the root cause of the imhs breakage cannot be determined. However, based on the implantation date of 2007 and the product evaluation age related wear and fatigue due to time implanted cannot be ruled out as a contributing factor. The impact to the patient beyond the revision cannot be determined. Should additional medical information be provided this complaint will be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. If new information is received in the future, this complaint can be re-opened.no further actions will be taken at this time. We consider this investigation closed.